Event description:
Additional information received from a manufacturer representative reported the surgeon insisted on sending the explanted devices to their in-house lab for culture and analysis. The devices were disposed of instead of being returned to the manufacturer.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the skin on the patient¿s scalp displayed signs of infection. The scalp incision over the right extension header block never healed properly. It was unknown if there were any environmental or external factors that led to the issue. The hcp treated the patient with antibiotics, but eventually preferred to remove the system. The system was explanted to prevent risk of the infection spreading. The issue was resolved. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.